Event description:
It was reported that the patient faced an event where infusion set accidentally pulled out during playing and blood glucose levels were high and treated with insulin pump on (B)(6) 2026.

Manufacturer narrative:
Name: (B)(6). Country: united states of america. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.